Manufacturer narrative:
(B)(6) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacturer here.

Event description:
It was reported via email: customer encountered two drainage kits where leaking due to drainage line disconnecting from bottle; no patient harm reported issue: pleurx drainage kits were defective. She states the nurse went to attachthe cannister to the catheter and nothing was draining, then it ended upleaking fluid all over. Unable to use.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported via email: customer encountered two drainage kits where leaking due to drainage line disconnecting from bottle; no patient harm reported issue: pleurx drainage kits were defective. She states the nurse went to attach the cannister to the catheter and nothing was draining, then it ended up leaking fluid all over. Unable to use.